Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead had dislodged. It was noted that the physician had problems making the screw adhere to the vein wall. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.